Event description:
This is a report of a home patient (hp) who had experienced abdominal pain and was hospitalized and subsequently diagnosed with peritonitis manifested by purulent matter in the peritoneal cavity. Unspecified IV antibiotic therapy was started. The hp was not responding to IV treatment and exploratory surgery was performed. The surgery revealed pockets of purulent matter in the peritoneal cavity. Treatment rendered was not reported. The hp died of myocardial infarction (mi) and sepsis due to peritonitis. It was not reported if an autopsy was performed. The cause of peritonitis was unknown, although the nurse believed that there were contributing factors. The hp was having a difficult time dealing with the recent death of his wife, which lead to the deterioration in his own self care, including skipping peritoneal dialysis treatments.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent. The onset of the peritonitis is unknown.